Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to pressure ulcers at the pocket site. The patient was doing well post-operatively. The explanted device components will not be returned per hospital policy.